Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints regarding the lot number 10171213. B3: date is unknown.

Event description:
According to the available information while using the device, the water supply did not stop.